Manufacturer narrative:
The investigation confirmed that a higher than expected vitros ipth result was obtained using a non-vitros (biorad) quality control fluid in combination with a vitros 5600 integrated system. A definitive assignable cause for the higher than expected quality control sample result could not be determined. A potential contributor to the event is the use of a sub-optimal calibration. The calibrator signals from the calibration event prior to the higher than expected qc result were considerably lower than the fitted signal and levels 2 and 3 were outside of the manufacturer customer calibrator range derived from release testing data. Following recalibration, the customer¿s calibrator signals compared well to the fitted signal and subsequent qc results were within range. The cause of the suboptimal calibration could not be determined. In addition, pre-analytical qc fluid processing could not be ruled out as a contributing factor. The customer stated that they were unsure of the sample preparation technique as a different technician processed the samples. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 0961. There was no evidence to suggest a vitros 5600 integrated system malfunction. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not undertaken. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a higher than expected vitros ipth result using a non-vitros quality control fluid in combination with a vitros 5600 integrated system. The following level 3 result breached vitros ipth potential health and safety criteria: biorad lot: 60243, qc level 3: 1096.50 pg/ml versus expected result of 705.90 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros ipth result was obtained when processing a quality control fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).